Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure for incontinence on an unknown date and mesh was implanted. The patient experienced chronic pain and vaginal mesh exposure which required major surgery to explant the vaginal and groin portions of the mesh. No further information is available.